Event description:
The dealer reported that the chair was getting an error message that the g-trac was not working. This issue may cause erratic/unintended movements which could injur the user or a bystander.